Manufacturer narrative:
Result: power cord was missing the ground prong.

Event description:
It was reported by service report that the power cord was missing the ground prong. It is unk if there was pt involvement or adverse consequences to report.